Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a leak on their alinity m system. The customer reported that the instrument was leaking from the system solution drawer. The customer stated that the liquid reached the walking path on the floor in front of the instrument. The customer isolated the area and cleaned the liquid with water followed by cleaning solutions (water, sodium hypochlorite, water, and ethanol). The customer was wearing appropriate personal protective equipment (ppe). A field service engineer (fse) was dispatched. There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.